Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14jan2020.

Event description:
It was reported that the ventilator had a touchscreen issue. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found half of the touchscreen was failing. The se replaced the touchscreen and the unit passed all testing.